Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was erratic with their touch response. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen that was erratic with their touch response. The customer reported that the issue occurred during start-up of the device, and that the touch response was erratic when entering the settings. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed, and the responder reported that the touchscreen was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.